Event description:
It was reported the physician implanted a gore helix septal occluder to close a patent foramen ovale. At a 3 month follow-up a large shunt was noted. The shunt was balloon sized to be 15mm. A 15mm amplatzer aso device was implanted. Following the implant the shunt appeared event larger. Both devices remain implanted. The pt will continue to be monitored by the physician.

Manufacturer narrative:
The lot# is unk and not available from the hospital. The device remains implanted, so no investigation could be performed.